Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged, the battery gauge was fluctuating, and that the pump shut off unexpectedly. Customer¿s blood glucose level was 200 - 300 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue of battery not charging was verified. Issues of battery incorrectly displayed and shutdown unexpected could not be confirmed.